Event description:
It was reported to st jude that during routine follow-up, 750v cap maintenance was initiated; the charge time was extended and did not reach the maximum voltage of 750v. Upon viewing the surface recording, electrical noise during charging was observed. A potential current leakage within the device/lead was suspected. The decision was made to explant the device.